Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown child surgery on (B)(6) 2020 and the barbed suture was used. During surgery, the needle was broken at about 5mm from the needle-tip when passing the needle through the tissue at the first stitch during continuous suturing. No pieces fell into the patient, and no pieces were left inside the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 04/24/2020. Additional h-3 summary: a suture needle was submitted for fractographic evaluation. The component was identified as product code j433h. A fracture was not observed; therefore, no additional analysis was performed. The evaluation revealed the component was not fractured and no additional analysis was performed. Per the sample condition, no performance - breakage needle was found.